Event description:
The guidewire in the kit delaminated during procedure. The facility did not realize it was left in the vein when the procedure was completed. The pt had to return for cut down. The pt was sent back to the doctor with the guidewire sticking out of his leg. The doctor performed a cut down to remove the guidewire. According to the facility, the pt had no adverse effects.

Manufacturer narrative:
Remaining information was unattainable from the customer. Investigation in-process, and will be filed in a supplemental report when completed.